Event description:
A cartridge alarm was reported by the caller, and their blood glucose level was displayed as high, though the exact value was unknown. The customer addressed the high blood glucose by administering a correction bolus using the pump and did not require third-party assistance. Tandem technical support confirmed that the caller had experienced cartridge alarms with consecutive cartridges and arranged to replace the pump, providing shipping and storage instructions, while also offering training resources accessible through the tandem source account.